Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed.   A duodenal ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2017, the patient experienced inflammation around the stoma and flesh raising from deep inside the fistula with leakage of gastric juice. On (B)(6) 2020, it was reported that the patient experienced a duodenal ulcer on (B)(6) 2017, which resolved on (B)(6) 2018. No interventions were reported and the tubing remains in place.